Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in h10 of the initial medwatch report: additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the distal end with clean lint free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the distal end has foreign objects. The following non-reportable malfunctions were found during the device evaluation: the shutter could not be activated, the switch 4 was not working, the angle play was insufficient and caught, the operation unit was flooded and had an air leak, the air supply failed, the water supply failed, the nozzle failed drainage, the light guide lens adhesive was peeling, the distal end rubber adhesive was cloudy, the operation unit was discolored, the suction cover was damaged, the image guide pipe was crushed, the air water cylinder had paint peeling, the suction cylinder had paint peeling and was scraped, the light guide snake tube had wrinkles and scratches and the video cable had scratches. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had the remote switches not working. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the distal end has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.